Event description:
It was reported that the needle of the bd integra¿ syringe with detachable needle broke off from the hub and remained in the patient's thigh muscle while injecting testosterone cypionate. A second needle was used that also broke off and "flew across the room". An x-ray was performed and a prescription was issued. The following information was provided by the initial reporter: "patient used syringe to inject testosterone cypionate into thigh and pushed plunge hard which caused the needle to detach deep into the patients muscle. Patient brought 2nd syringe and when provider used it externally the needle detached and flew across the room nowhere to be found. Provider ordered x-ray. Patient obtained syringe from pharmacy that filled prescription."

Manufacturer narrative:
The customer's address is unknown. (B)(6) has been used as a placeholder based on the reported phone area code. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The customer's address is unknown. (B)(6) has been used as a placeholder based on the reported phone area code. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle of the bd integra¿ syringe with detachable needle broke off from the hub and remained in the patient's thigh muscle while injecting testosterone cypionate. A second needle was used that also broke off and "flew across the room". An x-ray was performed and a prescription was issued. The following information was provided by the initial reporter: "patient used syringe to inject testosterone cypionate into thigh and pushed plunge hard which caused the needle to detach deep into the patients muscle. Patient brought 2nd syringe and when provider used it externally the needle detached and flew across the room nowhere to be found. Provider ordered x-ray. Patient obtained syringe from pharmacy that filled prescription."

Event description:
It was reported that the needle of the bd integra¿ syringe with detachable needle broke off from the hub and remained in the patient's thigh muscle while injecting testosterone cypionate. A second needle was used that also broke off and "flew across the room". An x-ray was performed and a prescription was issued. The following information was provided by the initial reporter: "patient used syringe to inject testosterone cypionate into thigh and pushed plunge hard which caused the needle to detach deep into the patients muscle. Patient brought 2nd syringe and when provider used it externally the needle detached and flew across the room nowhere to be found. Provider ordered x-ray. Patient obtained syringe from pharmacy that filled prescription."

Manufacturer narrative:
H6: investigation: one picture of 3ml 23x1 integra needle package (p/n 305271) batch 0356781 was received and evaluated. The photo is a picture of the top web showing the material and batch number. No pictures of the actual defective product condition were received. Please note that this product has a retractable needle design. The metal cannula of the needle retracts into the inner plunger rod for safety. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.